Event description:
Pt initiated to dialysis without complaints. Pre vital signs; temp. 98.3, bp 120/62, 0.7kg weight low, pulse 88, bfr 400 to fr 500. Bp1 & 62 on initiation u fr 0.4/hr 38 minutes into dialysis pt was given infed 25mg/250mg/250cc nssas tdose at "real slow" rate-pre dialyzer. Within 5 I 5 minutes pt complained of severe chest pain, back pain, bp 120/80, pulse 120, temp 99.3. Infed infusion was discontinued and pt was given benadryl 50mg po aand o2@ 4lb and blood returned to pt with some improvement in symptoms. Machine dialyzer and lines changed aaand dialysis resumed on a dry pack dialyze. Pt complained of bitter taste in mouth and pain in aarm as treatmentw was resumed. Cultures on blood dialyzer and lines were taken. Dialysis was terminated. Post dialysis blood pressure 108/64, temperature 100, pulse 100. Pt was sent to the hospital and admitted for evaluation. The pt was dialyzed at the hospital and returned to the uniit for dialysis 6/4/94.